Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 330 mg/dl while wearing the pod between 24 and 36 hours. The reporter stated she was unable to lower her blood glucose. Symptoms reported include thirsty, hot, mucous throat, and feeling of burning up. The patient was diagnosed with high ketones. Medical staff confirmed patient had large ketones. The patient was treated with saline and insulin. The patient was sent home on same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.